Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a MFR rep that she was sending in a physician's wand, but that there was no malfunction associated with it. Product analysis was performed on returned wand and communication difficulties were noted. It was additionally found that the wand serial cable, which produced the communication errors, had an intermittent conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.